Event description:
This is a report of peritonitis in a patient coincident with peritoneal dialysis (pd). Action taken with dianeal and physioneal was not reported. The patient experienced recurrent peritonitis. The cause of the peritonitis was not reported. Treatment was not reported. The patient recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). The exact date of the event is unknown. However, the patient experience peritonitis on an unreported date in 2012. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). On an unreported date, before the start of pd therapy the patient experience bacterial peritonitis and was treated with antibiotics.